Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced withdrawal. There was a confirmed motor stall noted in the event log with no motor stall recovery recorded. This motor stall was dated (B)(6) 2010. There were 3+ motor stalls since (B)(6) 2010. The pt was to be supplemented with oral medication, per the pt's physician. No further details, pt symptoms or outcome was provided. Add'l info was requested but not available at the time of this report. A f/u report will be filed when add'l info is provided.